Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that probe did not move well and did not aspirate much during vitrectomy surgery. The surgery was performed and completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
One opened probe was received with a tip protector, in a tray. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for actuation and aspiration and was non-conforming for cut. During the functional cut test there was no cut and it was observed that the cutter/needle rotational alignment was non-conforming. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be broken at the port. Gouge marks were observed under the port of the inner cutter and at several other locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe had an aspiration failure. The evaluation indicates that the sample had a cut failure and that the port of the inner cutter was broken, which could be perceived as the cutter did not move well. The probe was conforming for aspiration, however, the broken portion of the port of the inner cutter could have been introduced into the aspiration path, partially or fully impeding the aspiration flow through the probe at the time the defect was observed. The root cause for the cut failure and broken port of the inner cutter is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than twenty minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. A secondary contributing factor to the cut failure is the non-conforming cutter/needle rotational alignment. The cause of the non-conforming rotational alignment is due to the rotational port positioning process during the probe manufacturing process. A non-conformance investigation has been completed associated with the non-conforming cutter/needle rotational alignment. No additional action has been taken as it appears that the observed cut failure and broken port of the inner cutter was due to excessive use of the probe by the user. Probes are 100 percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).